Event description:
Information received by medtronic was that the customer reported beep anomaly and the insulin pump was alarming without presenting alerts on alarm history. Troubleshooting was performed. No harm or medical intervention is required. The insulin pump will not be sent for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.